Event description:
The following has been reported: biomed reported: "our oncology department experienced the following issue: (B)(6) 2026 while pembrolizumab was infusing, the alarm sounded with "service needed" message. No patient harm. A preliminary review of the logs identified the following issue: mechanical hardware failure (av assembly). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.